Manufacturer narrative:
Involved protaper file that broke during use was not returned and cannot be analyzed. Notably for this reason, we cannot make a link between the breakage issue and the information found during DHR review (batch #1503014). Moreover, no unused file is available for evaluation. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper file broke during use. The broken piece could not be retrieved.